Event description:
The customer reported that while the unit was in use on a pt, they were unable to obtain an electrocardiogram waveform on the monitor, and therefore, were unable to trigger on electrocardiogram. The pt was switched to another unit and therapy was continued. No pt injury was reported.